Event description:
The user facility reported that expired steris 20 sterilant concentrate was used to process devices in two system 1 processors that were later used in patient procedures.

Manufacturer narrative:
A steris service technician inspected the two system 1 processors that are the subject of this event and found them to be operating properly. The two system 1 processors are currently in use; no further issues have been reported with the equipment. The facility reported that all biological and chemical indicators passed and inquired whether devices processed with the expired sterilant would be sterile. Steris explained that devices cannot be guaranteed as sterile unless processed in accordance with steris's instructions for processing and use. Steris is not aware of any adverse clinical events associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Steris completed in-service training on (B)(6) 2010 regarding the proper use and operation of system 1 and s20 sterilant.